Event description:
Damaged product per sales rep (B)(4):they were using the product in a surgical case, the cord broke and there was an arch in the or. No patient was hurt nor did it cause a fire in the or. Additional information received from the sales rep (B)(4) 2013-the procedure was an unknown laparoscopic procedure. The cord was connected to the instrument and the doctor went to run the power to it and the cord separated right above the plug. Case was completed at scheduled once another cord was retrieved.

Manufacturer narrative:
(B)(4), that device not received; if it becomes available and an evalution is completed, a follow up MDR will be sent.